Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd facile ¿ protector p50j malfunctioned as "when preparing endoxan, bladder didn't inflate." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
H.6. Investigation summary: no samples/ pictures available. 2 retained samples were taken for evaluation: visual inspection shows no defects. No issues were found in the retained samples: the expansion chamber works properly in both samples. A device history record review did not reveal any anomalies during the production of lot number 1702025 that could have contributed to the reported defect. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centred in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centred in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area of the film or between the protector and the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. Investigation conclusion: the defect cannot be confirmed upon the evaluation of the retained samples. No non-conforamces were found in DHR. To take into account: in case of the protector is used more than once, liquid of the vial can be accumulated over the filter oversaturating it. An overpressure is created around the hydrophobic filter and no air can be released to the expansion chamber. This can produces significant resistance to inject the air into the vial. On the other hand, in case of liquid was accumulated in the internal face of the vial rubber stopper, it can pass through the protector cannula and be accumulated over filter causing the same effect (resistance to inject the air and leaks into the expansion chamber in case of overpressure).